Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited an anomaly. The lead was explanted on (B)(6) 2014. No further information was provided.